Manufacturer narrative:
(B)(4) the covidien customer support engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed the extended self-test, short self-test, and electrical safety test.

Event description:
It was reported that a patient became short of breath after the respiratory therapist changed the hme filter. The patient was removed from the ventilator and placed on another ventilator. There was no report of serious injury or death as a result of this event.